Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator generated an alarm, which could not be cancelled. Although the device did not stop cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui), central processing unit (cpu), and the printed circuit board (pcb), to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.